Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, via social media, that on (B)(6) 2018, inaccuracies and a hypoglycemic event was reported. Date of issue is an approximation. The patient stated there was a 20% difference between the continuous glucose monitor (cgm) and the blood glucose meter. Further contact was made with the patient on (B)(6) 2018 and the patient stated they were receiving false alarms for low glucose values. The patient is using the dexcom g6 mobile system and was educated on the 30% rule. It was determined that the patient's values were not inaccurate, and the patient indicated that they ignored these low values resulting in dangerous hypoglycemic events. No additional patient or event information is available.